Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (initial reporter, event site telephone), g2. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that vacuum inlet, filter chocked and compressor issue. The fse replaced the filter, vacuum inlet and compressor assembly. The fse performed all tests and calibrations according to protocol. Unit was ready for a clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was displaying system over temperature alarm. There was no patient involved.